Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue mentioned in b5 was confirmed. The following findings were also noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet the standard, due to wear of angle wire, the play of up/down knob is out of the standard, adhesive on bending section cover has a chip and a white clouded area, due to clogging of nozzle, air supply volume does not meet the standard, due to clogging of nozzle, water removal ability does not meet the standard, due to nozzle clogging, amount of water contact does not meet the standard value, adhesive around objective lens is peeled, and plastic distal end cover has a burn. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had insufficient angle. Upon inspection and evaluation, foreign material came out of the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.